Manufacturer narrative:
All of the buttons functioned properly and no damage to the keypad assembly or unlocked keypad connector was noted. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, broken battery tube threads and a cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had buttons that were not working from time to time. The customer's blood glucose was 190 mg/dl. It was confirmed that the customer was experiencing the issue. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.